Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer was failed to open. The customer reported that the malfunction caused a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opened. A field service engineer replaced the inseparable with a small magnet and the drawer sensing closed as normal, tested in storage space configuration and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.